Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es the users were kicked out of sessions in the cases. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were kicked out of sessions in the cases. A technical support specialist connected to the station, disabled universal serial bus (usb) power management options, disabled bluetooth, and monitored the station's performance and no issues were reported after disabled usb and bluetooth. The system functioned as intended after the technical support specialist troubleshot the device.